Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed and could not be duplicated. Device failed functional test. Device was not responding when a disposable cassette was attached. Replaced dso (downstream occlusion sensor) / uso (upstream occlusion sensor) and the cam flex optic sensors for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported during testing that the device displayed the alarm -cassette sensor damaged-. No patient injury was reported.